Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm abdominal aortic aneurysm. The aortic neck was 2.5 cm long, 27 to 30 mm in diameter, slightly reverse funnel-shaped, and without calcification, thrombus, or angulation. Iliac vessels had straightforward anatomy. It was reported that after the talent bifurcated stent graft was implanted without issues, the graft slipped distally about 1 cm from its initial position, resulting in a proximal type I endoleak. The physician elected to intervene by implanting a talent aortic cuff, which successfully resolved the endoleak. The cause of the slippage of the stent graft may be related to the user's technique or experience, as this was the physician's first talent case. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Results: endoleak. Reverse funnel-shaped aortic neck. User's first talent case. Conclusion: reverse funnel-shaped aortic neck. User's first talent case.